Manufacturer narrative:
The implant was removed due to infection. The implants were not immediately loaded. The clinician did not provide the following information: amount of torque used on abutment and implant, whether primary stability was achieved. Infection, pain and swelling can sometimes occur during the healing period. Patient is normally treated with antibiotics and the implant site is allowed to heal. But, in this case, the clinician had removed the implant and then grafted the extraction site. Since the clinician had to remove the implant, there is a potential that the patient will require additional surgical intervention (at a later date) to place a new implant. The records management database indicates that the implants met the specifications and were approved for product release. Any issues were successfully resolved prior to the release of the implants. No further action is required. Refer to (B)(4).

Event description:
Lodi implant was removed due to pain, and infection three months after placement. Incident occurred in (B)(6).